Event description:
According to the reporter: the device was fired but very hard to remove from the pt. The staple line leaked. The anastomosis was re-done and the operating room time was delayed for about 45 minutes.

Manufacturer narrative:
(B) (4). (B) (4).